Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient passed away approximately two weeks after the reported event. The clinic indicated that the death does not appear to be related to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department (ed) due to fall and a heart rate in the 30¿s beats per minute (bpm) per emergency medical services (ems). The clinician stated that the patient has not been bradycardic since being admitted. Review of the remote monitoring transmission showed that the implantable cardioverter defibrillator (ICD) had a programmed lower rate of 50 bpm, and the device was functioning as programmed. The device remains in use. No further patient complications have been reported as a result of this event.